Event description:
The customer reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the consecutive cartridge alarms and decided to replace the pump. The pump was under warranty, and a replacement with updated software was sent. The customer was informed about using multiple daily injections as a backup therapy, and instructions were provided on storing and returning the problematic pump. The customer understood all instructions and acknowledged the shipping and return process.